Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 3 had failed. A field service engineer (fse) powered down the station, the back panel was removed, and all cables for drawers 3.1 and 3.2 were reseated. After closing the panel and powering on the station, a final test was run in hardware test application (hta). The customer inventoried both drawers to confirm functionality, and no failed icon was observed. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer keeps failed. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.